Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after lunch with a peak blood glucose of 414 mg/dl lasting about three hours; the user identified an air bubble in the infusion tubing, replaced the tubing and then the infusion site, confirmed drops during fill tubing, and requested a field team review of ilet settings. Symptoms included feeling shaky and anxious. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included user interview and troubleshooting of the infusion set and tubing, with instructions to monitor glucose and follow up; training was assigned for settings review. Investigation of this case revealed hyperglycemia with an unclear cause and a suspected infusion delivery issue related to air in the tubing, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.